Event description:
Reportedly, on (B)(6) 2020, an ablation procedure was performed on the patient implanted with the subject crt-d since (B)(6) 2018. The shocks were set to off before the procedure and then to on at the end of the procedure. On (B)(6) 2020, a remote alert was transmitted stating that the shocks were deactivated. Preliminary analysis results revealed that due to telemetry errors occurring at the end of the follow-up performed on (B)(6) 2020, the user ended the session before the completion of the reset of the alerts. Therefore, the alert related to the shock deactivation was kept in the implant¿s memory and was then transmitted through the remote monitoring system.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2020, an ablation procedure was performed on the patient implanted with the subject crt-d since (B)(6) 2018. The shocks were set to off before the procedure and then to on at the end of the procedure. On (B)(6) 2020, a remote alert was transmitted stating that the shocks were deactivated. Preliminary analysis results revealed that due to telemetry errors occurring at the end of the follow-up performed on (B)(6) 2020, the user ended the session before the completion of the reset of the alerts. Therefore, the alert related to the shock deactivation was kept in the implant¿s memory and was then transmitted through the remote monitoring system.